Event description:
It was reported that patient had a syncopal event during dialysis. The device was interrogated loss of right ventricular (rv) lead capture was found. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular (rv) lead had high impedance.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Automatic lead diagnostics shows ventricular lead open circuit pace counts and impedance greater than 9999 ohms the week of 2014-(B)(6). Ventricular lead warning occurred on 2014-(B)(6).